Event description:
The customer reported that the vent cap fell off of IV tubing causing fluid to leak during pt use. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Picture received by the customer shows vent missing from the drip chamber. The customer's complaint of the vent cap fell off of IV tubing causing fluid to leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.